Manufacturer narrative:
The results of the investigation is inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20267. It was reported that the patient was implanted on (B)(6) 2021. Procedure went smoothly with no issue. Patient returned as an inpatient with a pericardial effusion. It was unclear the cause of the pericardial effusion, so both leads were explanted and replaced. The physician was not certain that the leads were any cause of this issue. The patient condition was stable.